Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00068. It was reported the patient experienced 60 pound weight loss. X-ray imaging revealed lead migration. Reportedly, the patient experienced stimulation in their ribs while the device was turned on. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00068. Follow up revealed that the patient is receiving effective therapy.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00068. Follow up revealed that the patient's leads were explanted and replaced with a different model to address the issue.